Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up high pacing threshold and increased lead impedance were observed. Patient underwent lead repositioning after it was discovered lead was dislodged. Patient was in good condition after event.